Event description:
Customer reported a past high blood glucose event starting on approximately august 1, 2025, lasting through the morning of august 5, 2025. The highest blood glucose level was displayed as "high," and the specific value was unknown. Cause was not known. To resolve the high blood glucose, the customer changed the infusion set and cartridge, and despite experiencing frequent or recurring high levels, the customer declined additional assistance. Customer was advised by technical support to consult with a healthcare provider to discuss potential factors affecting blood glucose levels.